Event description:
Readings of 396 & 94 mg/dl completed within 10 minutes of one adc meter. Tests were perfomed on the finger. There was no report of death, serious injury or mistreatment associated with this event. Please note that customer excessively squeezed test site to obtain blood sample.